Event description:
During robotic procedure, vessel sealer used for one bite then faulted stating blade exposed when it was not. Unable to fix error thus vessel sealer removed from the pt and the field. No harm to pt.